Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a detached hub was inconclusive because no sample was returned to bas for evaluation. Based on the description of the reported event, possible contributing factors include sharp instrument damage, flexural fatigue, and tensile failure; however, the lack of a returned sample prevented both confirmation of the reported event and identification of a root cause(s). Consequently, this complaint is inconclusive at this time. No further action is required because the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use. A lot history review (lhr) of rebt1802 showed three other similar product complaints from this lot number.

Event description:
It was reported by the facility that after placement of the provena PICC the line broke at the hub. The PICC was removed and a new device placed. No injury to the patient was reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rebt1802 showed three other similar product complaints from this lot number.

Event description:
It was reported by the facility that after placement of the provena PICC the line broke at the hub. The PICC was removed and a new device placed. No injury to the patient was reported.